Event description:
(B)(4). Rash- weight gain- pelvic pain - fatigue - mood swings- head ache - long painful periods - severe bleeding with periods- blood clots- forgetfulness- dizzy- hot flashes, panic attacks, shortness of breath.